Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an endoscopic dilatation of esophagus procedure performed on (B)(6) 2023. During the procedure, the doctor started the dilation procedure using the cre balloon along with an atmosphere insufflation syringe at 3 atm. However, the balloon started leaking water immediately and attempted to rise to 4.5 atm, but the pressure dropped due to the water leak. A photo of the device was provided by the customer and shows the device outside the patient partially filled with liquid with a pinhole leak. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.